Manufacturer narrative:
Additional information was requested and the following was obtained: was the needle tip broken? No. Was the needle tip bent during use? No. Did any piece fall into the patient? No. Was the needle piece retained in patient? No. Will the product be returned for analysis? Yes . The actual device was returned for evaluation. Visual examination revealed no needle breakage. However, it was observed that the tip of the needle was bent likely by use of the needle holder. Marks were observed on the swage area of the needle. In order to avoid this kind of damage the packages insert cautions: grasp the needle in an area one-third to one-half of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos? Was the needle tip broken? Was the needle tip bent during use? Did any piece fall into the patient? Was the needle piece retained in patient? Will the product be returned for analysis?

Event description:
It was reported that the patient underwent a coronary artery bypass grafting /CABG procedure on (B)(6) 2016 and the suture was used. It was reported that during the procedure the needle tip had a tiny bit of metal sticking out left from the needle tip and parts of the tiny metal bit broke or got bent during the surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.